Manufacturer narrative:
Reported event was confirmed from the photographs provided. The visual inspection of the shell identified that threaded tip of an inserter is fractured and is left on the threads of the shell. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 65875305001, shell with cluster holes porous 50 mm o.d. Size hh for use with hh liners with calcicoat ceramic coating, 63834774. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00983. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during hip procedure, after implanting the cup, the handle was blocked and difficult to remove. After a while, the cup came lose together with the handle. It was found that a part of the screw was attached to the cup and broken from the handle. The procedure was completed using another cup with the same size. No additional information was available.